Manufacturer narrative:
Date sent to the FDA: 01/15/2016. Actual sample was returned for evaluation. Visual inspection was performed and the loop is nearly closed, lthe knot was configured correctly and no untying of the knot was observed. Both ends of the knot show a cut end. No breakage or instrument marks were visible at the suture piece. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopy appendix surgery on (B)(6) 2015 and a suture loop was used. On (B)(6) 2015 the patient was still at the hospital and felt pain in the post-op area and the stomach was bloated. On (B)(6) 2015, the patient still felt pain and lab work was done. The patient's leukocytes were 17,000. The patient was given antibiotics. On (B)(6) 2015, the patient still felt pain in the post-op area with a bloated stomach. Leukocytes were checked again and the result was 30,000. The surgeon suggested another surgery. On (B)(6) 2015, the patient underwent a laparotomy. It was found that there was no suture loop on the end of the cut appendix. The suture loop was detached. The appendix was perforated with pus. The surgeon managed to remove the detatched suture loop. No further information was provided.

Manufacturer narrative:
(B)(4). It was reported that the surgeon opined that the perforation caused the suture loop that slipped from the appendix. The patient has been discharged from the hospital.